Event description:
The site reported that there is a leak in the cooling channel of the catheter 5cm long and 12.5 cm from bladder neck. This event is being reported because a similar event could lead to a serious injury.